Manufacturer narrative:
Product ID: 3093-28, lot# j0228173v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the health care professional stated via mdt rep that they did not think patient would come for a new lead soon. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that on (B)(6) 2020 the patient presented for a battery replacement. The impedances were intact, the therapy was helping and the physician confirmed. Upon removal of the extension, the physician noted the existing lead end was difficult to advance into the new ins, preventing them from seating it with ease. The physician used hemostat to try to advance the lead into the new device. It was recommended they loosen the set screw to see if it was obstructing the chamber. This did not improve the situation. They continued to advance the lead into the new device and was finally confident it was in properly and they tightened the set screw per protocol. It was additionally noted that impedances 1-3 were out of range. The impedances were rechecked at higher amplitude without change. The physician was made aware and a lead revision was suggested. The physician then made the decision to keep the existing lead and new device and close and turn on post op. The new ins was turned on and the patient did not feel stimulation on any program at any amplitude. The physician was made aware of the above, they were going to continue to monitor patient improvement and determine at a later time if revision was necessary. The issue was not resolved at the time of the report. No further complications were reported or anticipated.